Event description:
It was reported that the patient presented in the emergency room after receiving high voltage therapy. Review of egm noted that the patient received inappropriate antitachycardia pacing therapy and hv therapies for supraventricular tachycardia which was misdiagnosed as vt. Patient¿s condition was stable. Programming changes were made.